Event description:
This notification was opened for review for information received that the remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement visible foam particles. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of visible foam particles inside the blower kit and found blfm-blower foam degradation. In addition, the device had dust failure and displayed error code e066 (err_stuck_encoder_b), e022 (err_motor_flux_magnitude), e024 (err_motor_speed_reverse). The device was scrapped by the service center after the evaluation was completed.